Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor and no damage was observed. Sensor plug was not returned. It was unable to perform further investigation due to no product returned. Therefore, issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) device. A customer reported during application of the adc device, they discovered that the "the insertion needle remained in the center of the sensor" however, it is unclear them "whether it had dislodged from the subcutaneous tissue". The customer removed the sensor however, they could not confirm "if the needle was in the skin during removal". There was no third-party treatment provided for the reported issue. Adc customer service attempted to gain additional details regarding this event, however the customer did not provided clear indication that the needle was in the skin or if it was removed along with the sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) device. A customer reported during application of the adc device, they discovered that the "the insertion needle remained in the center of the sensor" however, it is unclear them "whether it had dislodged from the subcutaneous tissue". The customer removed the sensor however, they could not confirm "if the needle was in the skin during removal". There was no third-party treatment provided for the reported issue. Adc customer service attempted to gain additional details regarding this event, however the customer did not provided clear indication that the needle was in the skin or if it was removed along with the sensor. There was no report of death or permanent impairment associated with this event.